Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Analysis was performed by philips onsite service personnel which included efforts to reproduce the reported issue. During the analysis, the philips biomed identified that the hose connector was damaged. The connector was replaced and the device was subsequently tested. No further issues were identified, and the device met functional specifications following repair. Based on the investigation results, it was determined that the product malfunctioned due to a damaged hose connector, which was the most likely cause of the reported inaccurate nibp readings. The issue was resolved by replacement of the damaged connector, and the device was returned to service.

Event description:
The user reported inaccurate nibp readings. The device was in use on a patient at the time of event, no adverse event was reported. Additional information was received which clarified the measurements were low and/or erratic.